Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -12.5 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was noted to be torn and was explanted on (B)(6) 2016. The lens was exchanged for a shorter lens with the same diopter. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was torn/ broken/ bent/ deformed and foreign material on lens surface. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.95mm at the time of implantation. Corrected data: (B)(4).